Event description:
The customer reported that during an rf ablation of the liver, the patient complained of pain on the leg. The procedure continued. Upon completion of the procedure, the grounding pad was removed and a 2nd degree burn was noted at the grounding pad site on the right thigh. Rinderon was used to treat the burn.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.